Event description:
It was reported the pt had stimulation, but communication with his charger was intermittent. The sjm representative attempted to troubleshoot with the pt by telephone, which did not resolve the issue. A new charger was sent to the pt. Attempts to determine if the replacement resolved the issue have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.